Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer report number: 1627487-2025-02745], the left lead was broken upon explant and left partially implanted. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (b)96) 2025, wherein the physician attempted to remove the left fractured lead but was unsuccessful.